Event description:
Clinician drew up medication into syringe, injected needle into pt, depressed plunger to expel contents of syringe, plunger rod bent, clinician's hand slipped, needle went through the other end of pt arm and into clinician's thumb.

Manufacturer narrative:
Since the device is not available for examination, it is not possible to determine if the condition reported resulted from any device malfunction. A review of complaint files did not reveal any similar occurences the product /lot reported.